Event description:
Summary of investigation: safety and performance tests were made: in 2003, it was simulated use: dialysis unit passed tests per MFR's specifications, including removing the correct amount of fluid over time. They were able to reproduce event if flow of dialysate from tubing was not connected to bag properly.